Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® catheter was selected for use. After 90 seconds of aspiration inside the patient the device malfunctioned and a priming error message displayed. A small puddle of saline was observed where the catheter is in the console. Loud sounds were occasionally heard while in use. A second angiojet catheter was used but after 10 seconds of use outside the patient an error message displayed. A different device was used to complete the procedure. There were no patient complications and the patient condition was stable.